Event description:
It was reported that intraoperative, in a patient with a small right ventricle, the leadless implantable pulse generator (ipg) system slipped at every position when attempting to press it against the septum, resulting in prolonged time for positioning. When deployment was achieved, high thresholds with loss of capture was noted. After several repeated attempts, the delivery system became kinked and was difficult to manipulate. The leadless ipg system was attempted/not used and was replaced with a new system. It was reported that the second leadless ipg exhibited increased threshold after performing the pull & hold test. An attempt was made to recapture the ipg, but something appeared to interfere between the ipg and the delivery system, preventing it from being retracted. During this attempt, the tether was being pulled and broke partway through. As a result, retrieval was required, and the ipg was recovered using a snare. The second leadless ipg was attempted/not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: "[micra]", product ID: "[mc2avr1-delsys]", (serial: (B)(6).) D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.